Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated. A review of the device data indicates the device was in leads view during patient use with electrode pads attached and no ECG leads connected. There were no errors in the log that would have prevented the device for acquiring an ECG rhythm. This appears to be a case where the user did not have ECG view set to pads. The device was subjected to full functional testing and ECG stress testing with no discrepancies found. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.